Event description:
It was reported that the pico 7 experienced an out of the box failure. The pump's light alarms flashed and the pump did not work. Procedure was completed with a s+n back-up device with no delay. There was no patient harm.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains no further instances/ related events of the reported event. The device was used for treatment. The returned device was evaluated. An initial inspection identified contamination to outer and inner components in the device. Some device performance data could be retrieved from the device, but not all data could be retrieved. A relationship between the event and the device was confirmed. It is likely that contamination caused the device to stop functioning. The root cause was traced to user variance. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.